Manufacturer narrative:
Merge healthcare investigated the customer's allegation and determined that there was a "reportsave" event in the audit trail but there was no report available for the patient. Merge healthcare's unity pacs support was unable to review the station specific logs because they had already been truncated. Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. A customer alleged on (B)(6) 2016 that he was unable to open an approved report from the online tab. Merge healthcare support was unable to locate an associated document in the report directory on the customer's image server. A blank word document was placed in the directory which allowed the physician to re-read the exam. There was no reported adverse event to a patient. However, reports not associating to an exam and needing to be re-dictated has the potential to delay patient treatment and/or diagnosis. (B)(4).

Manufacturer narrative:
This incident was a result of the universal manager crashing at the point the radiologist was closing the case. Site software was updated on (B)(6) 2017 from (B)(6).